Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient was not connected at the time of the alarm. The manual exchange fill volume (fv) equaled 2000ml and the initial drain alarm (ida) was set at 0ml. The patient had an initial drain volume of 18ml. The last fv was 2239ml and the cycle ultra filtration (uf) was listed as 109ml for cycle five, 361ml for cycle four, 82ml for cycle three, 443ml for cycle two and 2688ml for cycle one. There were no bypasses noted. The care giver (cg) explained that the patient did the manual exchange of 2000ml every day and used the device to drain out. The troubleshooting determined that the ida was set too low (set to 0ml). The technical service representative explained to the cg that the patient should have an ida setting changed if they do manual exchanges so that they can be drained. The cg understood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.